Event description:
Complainant alleged that during a routine preventative maintenance by a zoll representative, the device displayed a "defib fault 196" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll med. Corp. Has received the product and will be providing a follow-up report when our investigation is completed.